Event description:
The customer reported that the insulin pump had an error alarm, and he started experiencing signs of low blood glucose. While calling t he customer became unresponsive and the paramedics were called. The call was disconnected and attempted to call him back. The customer stated that he has been disconnected and received an error alarm during the manual prime process. The customer's blood glucose reading at time of call was 343mg/dl. Advised the customer to threat his high glucose with manual injections. During the call was found that the customer was taken to the emergency room, and he was connected to the device during manual prime. The customer stated that she primed several times to get rid of the error alarm, and he was connected the entire time. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump was unable to perform the functional tests due to a loose motor support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.